Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and thrombosis ('clotting') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia, reactive airways disease, wheezing, asthma, bronchitis, gerd, rhinitis and dextrocardia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) and vaginal haemorrhage ("abnormal bleeding (vaginal). On (B)(6) 2015, the patient experienced vaginal infection ("infection/infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, thrombosis, abdominal pain, menorrhagia, metrorrhagia, vaginal infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, thrombosis, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for infection. Clotting discrepancy noted in essure insertion date-(B)(6) 2015 and (B)(6) 2016 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (vaginal). And previously reported event- infection nos updated to event- vaginal infection. Reporter information, medical history, events onset date were added. Essure removal date were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia, reactive airways disease, wheezing, asthma, bronchitis, gerd, rhinitis, dextrocardia, dysmenorrhea and vaginal pain. Concurrent conditions included exacerbation of asthma, dyspnea exertional, vaginal discharge and vaginal odor. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2015, the patient experienced vaginal infection ("infection/infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), thrombosis ("clotting"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia bleeding b/w periods"). The patient was treated with surgery (ablation and hysterectomy (full). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia and vaginal haemorrhage had resolved and the thrombosis and vaginal infection outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, thrombosis, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for infection. Clotting discrepancy noted in essure insertion date b)(6) 2015 and (B)(6) 2016 . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in 2010: result: unavailable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,heavy menses, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jun-2020: plaintiff information form received. Events¿ pelvic pain, abdominal pain, metrorrhagia, genital bleeding and abnormal bleeding (vaginal/menorrhagia) ¿ outcome was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic'), genital haemorrhage ('general abnormal bleeding') and thrombosis ('clotting') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and infection ("infection"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, thrombosis, abdominal pain, menorrhagia, metrorrhagia and infection outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, infection, menorrhagia, metrorrhagia, pelvic pain and thrombosis to be related to essure. The reporter commented: she received treatment for infection. Clotting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received, event coding changed from injury to pelvic pain, new event abdominal pain, menorrhagia, metrorrhagia, general abnormal bleeding, infection, clotting were added, patient dob and new reporter were added, device insertion and removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.